Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the implantable pulse generator (ipg) device exhibited a grommet/setscrew problem as the screw could not be tightened and fixed. The device was removed and replaced. No patient complications have been reported as a result of this event.